Event description:
When the user carton was opened, there was no plastic covering over the insertion kit. (Event complications: unknown- reported 6/16/97. (Pt's current status:unk - rpt'd 6/16/97.)

Manufacturer narrative:
Evaluation: neither the insertion kit blister tray nor any of the other packaging was returned to datascope for evaluation. Probable cause of difficulty: based on what returned for examination, it was not possible to verify the rpt'd difficulty. Without having an insertion kit lot number or an iab serial number, it is not possible to obtain the mfg record card on this product or to obtain the shipping documentation. It is not possible to determine when the pouch became missing from the insertion kit.